Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged that the sensor reading was incorrect hence over delivery of the insulin by the insulin pump. The customer noticed a significant discrepancy between the sensor glucose and blood glucose values. The customer reported blood glucose value of 22 mg/dl and sensor glucose value of 400 mg/dl. The customer reported that emergency medical services (ems) were dispatched, customer was hospitalized for less than 24hours and received treatment for hypoglycemia. The customer was unconscious during the hypoglycemic event. The event involved product(s) mmt-342g, mmt-7040a, mmt-1884l, mmt-441ag. Troubleshooting was performed for hypoglycemic event. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. Troubleshooting was not performed for difference between glucose values. However, the difference between glucose values was outside the acceptable range. No further patient complications were reported. No product return is required for mmt-342g. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-1884l and mmt-441ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the seven returned unopened/new sensors. Performed visual inspection to one sensor at random. Inspected for physical damage visually (no microscope) and none was noted. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose/low bg event was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.